Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp 011744 - the dentist reported that after nearly 2 months dental implant was installed intraoral region 26#, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved and the patient presented bone type ii.